Manufacturer narrative:
No operator of device as this alleged defect was reported by the distributor. No patient/end user contact. Manufacturer report: this is a supplemental report filing as the complaint device was returned for evaluation. The reported unused tube set was returned in its original unopened package for evaluation. Visual inspection of the device was unable to verify the reported issue of "crease and peeling in the seal area". The device was sent to the packaging engineer where a dye leak teat was performed. Sterility was not found to be compromised/breached. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A two-year review of complaint history revealed (B)(4) complaints involving (B)(4) devices have been reported for this device family and failure mode. During this same time frame, (B)(4) devices have been sold worldwide. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
Despite multiple follow-up requests made to the distributor representative for the product to be returned to conmed for evaluation, to date the product and its packaging still have not yet been returned from the distributor in (B)(4). A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) reported that "crease and peeling" was found in the sealing area of the sterile package containing a 10k100 arthroscopy tubing set. This was discovered during routine incoming inspection and prior to distribution to an end user. Despite multiple attempts, to date the device has not yet been returned for evaluation and/or dye leak testing. This alleged of packaging anomaly is being filed as a malfunction due to potential of sterility breach and the risk of patient injury with recurrence.